Event description:
For several days the patient had been trying to take a measurement on his patient electronic system (pes) without success. The pes did not acquire the sensor signal regardless of the position in which the patient lay on the pes and regardless of the room where the measurement was taken. In order to rule out other sources of error, the patient visited his clinic on (B)(6) 2022, where an attempt was made to take a measurement with the hospital electronic system (hes). Since this was also unsuccessful, a non-invasive x-ray fluoroscopy was performed in the cardiac catheterization lab. It was found that the sensor had migrated from the left pa to the right pa. The patient did not experience any adverse consequences.

Event description:
For several days the patient had been trying to take a measurement on his patient electronic system (pes) without success. The pes did not acquire the sensor signal regardless of the position in which the patient lay on the pes and regardless of the room where the measurement was taken. In order to rule out other sources of error, the patient visited his clinic on (B)(6) 2022, where an attempt was made to take a measurement with the hospital electronic system (hes). Since this was also unsuccessful, a non-invasive x-ray fluoroscopy was performed in the cardiac catheterization lab. It was found that the sensor had migrated from the left pa to the right pa. The patient did not experience any adverse consequences.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.